Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that the switch of the front panel did not function due to the failure of the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the video system center front panel keys were not working when the scope was attached. The issue was found during inspection for use for diagnostic endoscopy and the procedure was cancelled. The device was checked with other scopes and the issue still remained. There were no reports harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty front panel. It was also noted that there was flickering in the image due to a fault receptacle unit and there was dust inside the unit. The wire was corroded and the locking lever failed. The inside harness had poor appearance. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.